Manufacturer narrative:
Investigation summary: bd had not received samples or photos for evaluation. Therefore, 30 retention samples from bd inventory were evaluated by visual functional testing for proper activation and the issue relating to defective locking mechanism was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. While bd was unable to confirm this complaint for the indicated failure mode defective locking mechanism , bd has initiated further root cause investigation relating to the issue of defective locking mechanism through corrective and preventive actions. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle, the device experienced safety shield failure. The following information was provided by the initial reporter. The customer stated: it is reported customer experienced a needle stick after eclipse shield separated. "We had a needle issue earlier this week that we need to report. The product was a 22 gauge straight phlebotomy needle bd ref# 368608 sn (B)(4) 1007097. After performing a blood draw with the needle, the clinical team member attempted to properly engage the needle safety device. The team member pushed the needle guard forward but instead of the needle guard properly engaging it pushed to the right side of the needle. This resulted in the needle stick to team member."